Event description:
It was reported that when using the bd pyxis¿ es refrigerator, system fridge shows device was not detected on bus. Customer tried to recover and reboot the station, but the issue did not resolve. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, a field service engineer assisted the customer by guiding them on how to recover the refrigerator on the medstation and bring it back onto the bus. The issue was resolved remotely, and the system was confirmed to be functioning properly. The system functioned as field service engineer assisted the customer to resolve the issue.